Event description:
A (B)(6) old male pt called zoll customer support to report that his monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation it was determined that the monitor would not power up due to a failure of component u300 on the pca board. U300 is a ball grid array (bga). The root cause of the defective u300 could not be positively identified but was likely due to a random component failure. No adverse event resulted from the defective u300 component. The pt received a replacement monitor.